Manufacturer narrative:
(B)(4). Mfg. Site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 15, 2018 that a flexiva 200 tractip laser fiber was opened for use in a flexible ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the nurse noted that the fiber was broken into two parts inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.